Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('proximal migration of the essure devices into the endometrium/ extending well into the endometrial canal') in a 36-year-old female patient who had essure (ess205) (batch no. 12265854) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's previously administered products included for an unreported indication: loestrin24 from (B)(6) 2007. Concomitant products included venlafaxine from (B)(6) 2014 to (B)(6) 2018 for depression and anguish as well as since (B)(6) 2018, amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since (B)(6) 2012, aripiprazole (abilify) since (B)(6) 2012, buprenorphine hydrochloride;naloxone hydrochloride (suboxone) since (B)(6) 2012, fluoxetine and lorazepam since (B)(6) 2012. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced urinary tract infection ("uti"). In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced vaginal infection ("infections: vaginal") with vaginal discharge. On (B)(6) 2010, the patient was found to have weight increased ("weight gain"), 5 years after insertion of essure (ess205). On (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), headache ("headaches") and fatigue ("fatigue"). The patient was treated with paracetamol (acetaminophen). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, pelvic pain, dyspareunia, vaginal haemorrhage, heavy menstrual bleeding, menstrual disorder, headache, vaginal infection, urinary tract infection, fatigue, weight increased, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device dislocation, dyspareunia, fatigue, headache, heavy menstrual bleeding, menstrual disorder, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: insertion details: there were 3 coils noted on the right and 9 coils on the left after placement. On (B)(6) 2004 pre- post operative diagnosis should chromo tubal ostia bilaterally. The endometrial cavity appeared to be clean without lesions. She received treatment due to complications from the essure device. Current weight 210 lbs (95.3 kg). In (B)(6) 2006 patient discussed about removing the device, but physician stated that this would cause more damage than good. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Ultrasound pelvis - on (B)(6) 2007: impression: two linear echogenic foci are seen extending well into the endometrial canal. Findings are suspicious for proximal migration of the essure devices into the endometrium. Lot number: 12265854, manufacture date: 2004-06, expiration date: 2005-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 31-may-2021: quality safety evaluation of product technical complaint (ptc). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of the essure devices in 10 the endometrium') in a (B)(6) female patient who had essure (ess205) (batch no. 12265854) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". Medical conditions: * on (B)(6) 2004 pre- post operative diagnosis should chromo tubal ostia bilaterally. The endometrial cavity appeared to be clean without lesions. Previously administered products included for an unreported indication: loestrin24 from (B)(6) 2007 to (B)(6) 2007. Concurrent conditions included obesity. Concomitant products included venlafaxine from (B)(6) 2014 to (B)(6) 2018 for depression and anguish as well as since (B)(6) 2018, amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since (B)(6) 2012, aripiprazole (abilify) since (B)(6) 2012, buprenorphine hydrochloride;naloxone hydrochloride (suboxone) since january 2012, fluoxetine and lorazepam since (B)(6) 2012. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced urinary tract infection ("uti"). In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced vaginal infection ("infections:vaginal") with vaginal discharge. On (B)(6) 2010, the patient was found to have weight increased ("weight gain"), 5 years after insertion of essure (ess205). On (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). On(B)(6) 2015, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), fatigue ("fatigue") and headache ("headaches"). The patient was treated with paracetamol (acetaminophen). Essure (ess205) treatment was not changed. At the time of the report, the device expulsion, pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, menstrual disorder, fatigue, headache, vaginal infection, weight increased, depression, anxiety, urinary tract infection and dyspareunia outcome was unknown. The reporter considered anxiety, depression, device expulsion, dyspareunia, fatigue, headache, heavy menstrual bleeding, menstrual disorder, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: she received treatment due to complications from the essure device there were three coils noted on the right, and nine coils noted on the left after placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on an unknown date: results: essure successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 19-may-2021: mr received. New event "migration of the essure devices in the endometrium" was added. Rcc and reporter information was added. Case became serious incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('only a small portion of the coil was present, that portion of the coil was cut with the endo shears and extracted/ received within the container are four 5 segments of silver colored metal coil'), device dislocation ('proximal migration of the essure devices into the endometrium/ extending well into the endometrial canal') and heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') in a 36-year-old female patient who had essure (ess205) (batch no. 12265854) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included multi gravida from (B)(6) 2007, parity 2 from (B)(6) 2007, paratubal cyst and endometrial ablation. Previously administered products included for an unreported indication: loestrin24 from october 2007 to november 2007. Concomitant products included venlafaxine from (B)(6) 2014 to (B)(6) 2018 for depression and anguish as well as since (B)(6) 2018, amfetamine aspartate;amfetamine sulfate; dexamfetamine saccharate; dexamfetamine sulfate (adderall) since (B)(6) 2012, aripiprazole (abilify) since (B)(6) 2012, buprenorphine hydrochloride;naloxone hydrochloride (suboxone) since (B)(6) 2012, fluoxetine and lorazepam since (B)(6) 2012. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced urinary tract infection ("uti"). In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced vaginal infection ("infections: vaginal") with vaginal discharge. On (B)(6) 2010, the patient was found to have weight increased ("weight gain"), 5 years after insertion of essure (ess205). On (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), headache ("headaches") and fatigue ("fatigue"). The patient was treated with paracetamol (acetaminophen) and surgery (ablation and laparoscopic bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the device breakage, device dislocation, heavy menstrual bleeding, pelvic pain, dyspareunia, vaginal haemorrhage, menstrual disorder, headache, vaginal infection, urinary tract infection, fatigue, weight increased, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device breakage, device dislocation, dyspareunia, fatigue, headache, heavy menstrual bleeding, menstrual disorder, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: insertion details: there were 3 coils noted on the right and 9 coils on the left after placement. On (B)(6) 2004 pre- post operative diagnosis should chromo tubal ostia bilaterally. The endometrial cavity appeared to be clean without lesions. She received treatment due to complications from the essure device. Current weight 210 lbs (95.3 kg). In (B)(6) 2006 patient discussed about removing the device, but physician stated that this would cause more damage than good. There were three coils noted- right side and 9 coil on left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Pathology test - on (B)(6) 2021: gross description: part one is received in formalin labeled with the patient¿s name and "bilateral fallopian tubes and essure calls pelvic pain/menorrhagia" are two fimbria ted segment of fallopian tube. The shorter segment of fallopian lube is 5,3 cm in length, 0.7 cm in diameter, le ss than 1 g. The serosa is pink and smooth. The cross section displays a lumen remarkable for silver colored metal coli medical device, 0.7 em in length, 0.1 em in diameter. The remaining cross sections display a lumen up to 0,4 cm. The longer segment of fallopian tube is 6 4 cm in length, up to 0.7 em in diameter, 1 g. The serosa is pink-purple and smooth. The cross section displays a lumen remarkable for a segment or silver-colored metal coli medical device, 1,6 em in length, 0.1 em in diameter. The remaining cross sections display a lumen up la 0 4 em. A smooth-walled serous fluid-filled cyst is grossly identified at the fimbria, 0.6 cm in greatest dimension. Also received within the container are four 5 segments of silver colored metal coil, ranging from 2.0 em 10 2 7 em in length, less than 0.1 em to 0 2 cm in dl. Meter the specimen is resolved with a moderate amount of blood clot. The soft tissue uninvolved by metal coils are submitted as follows: cassettes la 1d. Shorter segment of fallopian tube, serially submitted (rom proximal distal (fimbria perpendicularly sectioned and submitted in cassettes 1 d) cassettes 1 e-1 h. Longer segment of fallopian tube ,serially submitted (from proximal to distal (fimbria perpendicularly. Ultrasound pelvis - on (B)(6) 2007: impression: two linear echogenic foci are seen extending well into the endometrial canal. Findings are suspicious for proximal migration of the essure devices into the endometrium. Lot number: 12265854 manufacture date: 2004-06 expiration date: 2005-11. Most recent follow-up information incorporated above includes: on 6-jul-2021: medical record received: reporter information, medical history, rcc, removal date, action taken and event dislocation medical intervention and surgery added. New event added- device breakage. Lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('only a small portion of the coil was present, that portion of the coil was cut with the endo shears and extracted/ received within the container are four 5 segments of silver colored metal coil'), device dislocation ('proximal migration of the essure devices into the endometrium/ extending well into the endometrial canal') and heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') in a 36-year-old female patient who had essure (ess205) (batch no. 12265854) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included multi gravida from (B)(6) 2007, parity 2 from (B)(6) 2007, paratubal cyst and endometrial ablation. Previously administered products included for an unreported indication: loestrin24 from (B)(6) 2007. Concomitant products included venlafaxine from (B)(6) 2014 to (B)(6) 2018 for depression and anguish as well as since (B)(6) 2018, amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since (B)(6) 2012, aripiprazole (abilify) since (B)(6) 2012, buprenorphine hydrochloride;naloxone hydrochloride (suboxone) since (B)(6) 2012, fluoxetine and lorazepam since (B)(6) 2012. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced urinary tract infection ("uti"). In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced vaginal infection ("infections: vaginal") with vaginal discharge. On (B)(6) 2010, the patient was found to have weight increased ("weight gain"), 5 years after insertion of essure (ess205). On (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), headache ("headaches") and fatigue ("fatigue"). The patient was treated with paracetamol (acetaminophen) and surgery (ablation and laparoscopic bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the device breakage, device dislocation, heavy menstrual bleeding, pelvic pain, dyspareunia, vaginal haemorrhage, menstrual disorder, headache, vaginal infection, urinary tract infection, fatigue, weight increased, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device breakage, device dislocation, dyspareunia, fatigue, headache, heavy menstrual bleeding, menstrual disorder, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: insertion details: there were 3 coils noted on the right and 9 coils on the left after placement. On (B)(6) 2004 pre- post operative diagnosis should chromo tubal ostia bilaterally. The endometrial cavity appeared to be clean without lesions. She received treatment due to complications from the essure device. Current weight 210 lbs (95.3 kg). In (B)(6) 2006 patient discussed about removing the device, but physician stated that this would cause more damage than good. There were three coils noted- right side and 9 coil on left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Pathology test - on (B)(6) 2021: gross description: part one is received in formalin labeled with the patient¿s name and "bilateral fallopian tubes and essure calls pelvic pain/menorrhagia" are two fimbria ted segment of fallopian tube. The shorter segment of fallopian lube is 5,3 cm in length, 0.7 cm in diameter, le ss than 1 g. The serosa is pink and smooth. The cross section displays a lumen remarkable for silver colored metal coli medical device, 0.7 em in length, 0.1 em in diameter. The remaining cross sections display a lumen up to 0,4 cm. The longer segment of fallopian tube is 6 4 cm in length, up to 0.7 em in diameter, 1 g. The serosa is pink-purple and smooth. The cross section displays a lumen remarkable for a segment or silver-colored metal coli medical device, 1,6 em in length, 0.1 em in diameter. The remaining cross sections display a lumen up la 0 4 em. A smooth-walled serous fluid-filled cyst is grossly identified at the fimbria, 0.6 cm in greatest dimension. Also received within the container are four 5 segments of silver colored metal coil, ranging from 2.0 em 10 2 7 em in length, less than 0.1 em to 0 2 cm in dl. Meter the specimen is resolved with a moderate amount of blood clot. The soft tissue uninvolved by metal coils are submitted as follows: cassettes la 1d. Shorter segment of fallopian tube, serially submitted (rom proximal distal (fimbria perpendicularly sectioned and submitted in cassettes 1 d) cassettes 1 e-1 h. Longer segment of fallopian tube ,serially submitted (from proximal to distal (fimbria perpendicularly. Ultrasound pelvis - on (B)(6) 2007: impression: two linear echogenic foci are seen extending well into the endometrial canal. Findings are suspicious for proximal migration of the essure devices into the endometrium. Lot number:12265854 manufacturing date:2004-06 expiration date:2006-05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 16-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.